Event description:
Catheter break noticed during evaluation. The catheter did not embolize and the entire catheter was removed from the patient.

Manufacturer narrative:
The complaint of external catheter breakage is confirmed. Returned for evaluation is a loose proximal and distal pieces to a 4 fr groshong two piece connector. Fixed on the cannula of the proximal connector is a short segment of tubing. The characteristics of the damage found on the short segment of tubing are consistent with a tensile break. The mechanism of damage is undetermined at this time. Although the components of the complaint sample were returned loose, no assembly damage or mechanical damage to the proximal and distal connectors was observed. This would imply the catheter broke during the assembly procedure. No manufacturing defects were observed with the complaint sample. See scanned page. St this tine a conclusive determination of the method of damage cannot be determined due to the complaint sample is incomplete. The distal section of tubing was not returned for evaluation. A lot history review (lhr) of rewd1012 showed no other similar product complaint(s) from this lot number.